Event description:
It was reported that the device received an alarm error code message. The error code displayed was 242.4030. The tech recommended replacing the air in line (ail) assembly, motor controller board and logic board. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 242.4030. Technical support- ensure that the motor connector is securely connected. Replace the ail assembly; replace the motor controller board. Replace the logic board. Return to factory for repair. Recommended replace motor control board. Assisted with a part number. (B)(6) will replace motor control board. A review of the device history record showed the device had a manufacture date of 28may2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. The tech recommended replacing the air in line (ail) assembly, motor controller board and logic board. There was no patient involvement.